Manufacturer narrative:
The tech discovered that the power supply board had liquid on the board. He replaced the power supply board and the bed functioned properly.

Event description:
Info received indicates the bed has no functions working.